Event description:
The pt received a scs system on (B)(6) 2011. It was reported that the pt cannot increase stimulation past perception with the programmer. The perception line decreased. The pt is working with his physician for next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.